Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The articulating surface of the oxinium head has scratches that appeared to have been caused by an instrument either during implantation/extraction. The oxinium femoral head has damage on a portion of the chamfer that likely occurred during extraction.